Event description:
The patient stated that the infusion set adhesive is only sticking to her body for 1 day. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. Replacement product was sent to the patient. Product was requested to be returned for evaluation.